Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced low glucose with discordant readings between a fingerstick value of 58 mg/dl and the ilet pump reading of 45 mg/dl, after a recently reported dinner and an accidental meal announcement, prompting calibration guidance, oral carbohydrate treatment with crackers and juice, and hydration. Symptoms included sleepiness, confusion/disorientation consistent with hypoglycemia. Outcomes included recovery of glucose values from 45¿58 mg/dl to 73 mg/dl and trending to 85 mg/dl during the call, without hospitalization. Customer care provided troubleshooting and education on calibration, continued monitoring, and appropriate use of oral glucose. Investigation of this case revealed that the event was consistent with low glucose following a meal context and potential sensor-to-fingerstick discrepancy corrected with calibration and oral carbohydrate intake, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors associated with hypoglycemia and calibration needs.